Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). On (B)(6) 2017, the patient called into the clinic to make an appointment with the doctor as she was unable to charge the ins. The patient stated she met with the manufacturer representative the day prior where he was also unable to charge the system. On (B)(6) 2017 at the patient's office visit with the doctor regarding the function of her system, it was determined that the system was completely dead. Device interrogation and device data determined the device was completely dead and unable to be turned on or charged / trickle charged. The patient was scheduled for an ins replacement on (B)(6) 2017. The event was ongoing and the device disposition is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the device disposition was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the clinical diagnosis was left leg pain. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The event resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.